Event description:
It was reported that the patient had shortness of breath with incline and stairs. The device's rate response was adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).